Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal seal broke off and caused loss of insufflation. The customer used a new universal seal to continue with the surgical procedure. There was no patient harm. The procedure was completed with no reported injury.